Event description:
It was reported to philips that the device was intermittently shutting down. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information available, the customer contacted philips and reported that the equipment shuts down suddenly and intermittently when the patient was on the table but there was no harm reported to philips. However, it was confirmed that the issue was resolved by the customer when the engineer was on site. Philips has not received any additional information on the issue, troubleshooting, or clinical usage/outcome of the system and philips did not perform any troubleshooting on the system. The codes were updated based on the investigation outcome. Health impact code was corrected.